Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a device history review has been inserted into the file. This review indicates that there was no quality concerns associated with the manufacturing process.

Event description:
It was reported by an attorney that the patient underwent ventral and incisional hernia repair surgery on (B)(6) 2009 and mesh was implanted. It was reported that the patient underwent removal surgery and a repair of a recurrent incisional hernia on (B)(6) 2016 during which the surgeon noted ¿the previously placed mesh was stuck to the colon, the stomach, and multiple loops of small bowel. Sharp dissection was used to free up the bowel from the mesh across the majority of the abdomen. The defective mesh was completely removed.¿ it was also reported that the surgeon noted ¿the patient had a previous mesh placement which deteriorated and herniated out with colon and small bowel within the hernia defect.¿ it was reported the patient experienced severe and progressive weakness, severe pain, bowel obstructions, adhesions, removal surgery, lysis of adhesions, recurrence, scarring, disfigurement, loss of appetite and stress and anxiety. No additional information is provided.